Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the driving cap (p/n: 03.010.475, lot #: 7719722) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and logged inside the insertion handle. No other issues were identified with the returned device. The complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: 7719722). There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.475, lot: 7719722, manufacturing site: bettlach, release to warehouse date: 30.jan.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a supra tibial nail insertion on (B)(6) 2020, the tip of the driving cap snapped off, and could no longer be fit. The tip of the impactor broke off into the supra aiming arm. The issue happened after the surgeon hit the reported device. The procedure was completed by hitting the insertion handle to finish insertion. There was no surgical delay. There was no patient impact reported. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity unknown), unknown hammer/mallet (part # unknown, lot # unknown, quantity unknown), insertion handle (part # 03.010.440, lot # 11-3111, quantity # 1), this report is for one (1) driving cap this is report 1 of 1 for (B)(4).